Event description:
It was reported that the device went from eri to below eol in less than a month. It was recommended to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.